Event description:
Device malfunction: resistance and guide wire separation. Time of device: during the procedure. Symptoms/ae: none. It was reported that a non-abbott guide wire crossed the lesion and a microcatheter was delivered. The non-abbott guide wire was replaced with a bmw universal guide wire which also crossed the lesion. Pre-dilatation was performed and two stents were implanted. Ivus was performed and a non-abbott balloon catheter was advanced for post-dilatation. During the advancement of the balloon catheter, resistance was noted with the bmw universal guide wire and the tip of the balloon catheter came out of the guiding catheter. Stronger resistance was noted; however, the physician managed to engage the balloon and performed post-dilatation. During withdrawal of the balloon catheter, resistance was noted proximal to the lesion between the guide wire and the balloon catheter. After several attempts, the balloon catheter and guide wire were removed as a single unit. A separation was noted in the guide wire. The separated segment of guide wire was removed without incident lodged in with the guide wire port of the catheter. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device has been rec'd; however, the investigation is not yet complete.